Event description:
Elevated blood glucose levels; diabetic ketoacidosis. Patient, who was introduced to novolin n penfill insulin (long-acting human insulin) on an unknown date, novolin r penfill insulin (fast-acting human insulin) on an unknown date, and two novopen 3 insulin delivery devices in early 2002, experienced elevated blood glucose levels intermittently from september 2002 to november 2002 and was hopitalized in 2002 for diabetic ketoacidosis. The patient who is mentally retarded, administered their own injections with the products in question under adult supervision. After they injected the insulin, they held the push button on the device down for up to 30 seconds, but when patient withdrew the needle from their skin they would notice a drop of insulin on the needle tip. Shortly after their injections (duration unknown), their blood glucose level ranged between 380 mg/dl - 450 mg/dl. The patient was hospitalized for diabetic ketoacidosis in 2002 and was treated with an insulin drip and fluids for dehydration. Further details about the hospitalization are unknonw. Patient discontinued using the devices in question and began using vials of novolin n and novolin r insulin with conventional insulin syrings. Their blood glucose levels have been within normal range since then. Prior to each injection the patient mixed the novolin n pen fill insulin, completed an air shot with the device, and changed the disposable needle. However, they did not perform a function check on either device. The patient stored the insulin according to recommendations. Patient used a novopen 1.5 insulin delivery device (duration unknonwn) without incidence prior to switching to the novopen 3 devices.